Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received results of 5.2 inr and 3.1 inr within a few hours on the coaguchek xs system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.